Manufacturer narrative:
12/29/1998-supplemental report #1 submitted to FDA. The reported condition has been confirmed and attributed to the engagement of the dlu interlock.

Event description:
The device was used during an ovariectomy procedure. Reportedly, the instrument did not fire. The surgeon used another instrument to complete the procedure. The hospital has reported no patient injury occurred.